Event description:
A consumer reported having cloudy vision and shimmering on letters following intraocular lens (iol) implant surgery. He also reported that his astigmatism was "pretty bad pre-op." At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. At the consumer's request, the surgeon was not contacted. (B)(4).